Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: sfw673r. Lot number: t147652. Manufacturing site: tuttlingen. Release to warehouse date: 04-may-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. A product investigation was conducted. Pre-investigation statement: as described in the complaint description it was reported that on an unknown date, the inserter was broken and worn out from repeated use. Device was visually inspected and no breakage can be observed. Only several damages were found and therefore flow chart "damage: visual" was selected for this investigation. Visual inspection: the visual inspection of the received device has shown that there are excessive hammer marks on the top of the device. No further damages were detected. Summary: our investigation has shown that the complaint condition for the received device is unconfirmed as no breakage was identified. Unfortunately we cannot determine the exact root cause of the complained occurrence as no detailed information was provided. Also we could not reproduce the reported issue. Due to the heavy hammer marks signs, we can assume that this product was often and intensive used. We do suppose that the device encountered unintended forces, such as being dropped on the floor and/ or excessive force application during its use. The damages are clearly caused post manufacturing, by this evidence we can conclude that the cause of failure is not due to any manufacturing non-conformance's. Because no device failure was identified during the performed cq evaluation, the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during sterilization process on (B)(6) 2019, it was noticed that the inserter was broken and worn out from repeated use. There was no procedure and patient involvement. This report is for one (1) inserter-large. This is report 1 of 1 for complaint (B)(4).